Event description:
Philips healthcare received a complaint from a customer stating that no shock appears per the self-test. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not use at the time of the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no shock appears and the self test also indicates this. There was no report of patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The gas discharge tube was defective/leaky and was replaced. The power pca passed operational check and defibrillator tests. The available information is consistent with a malfunction of the power pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.